Event description:
Patient suffered extravasation and edema. The patient was admitted and is still in intensive care. Patient, had "very lax skin, very little elasticity". Using inflow/outflow tubing, single suction, with stryker inflow cannula. Started at "high" flow cannula setting, pressure-70mmhg, 2-portal, maintaining stable pressure for 15-20 minutes. When doctor lost pressure, the flow rate went to max 2.5 l/min. A lot of leaking from portals. They shut this pump off and got a 2nd pump and opened up another tube set. There was no improvement, portals continued to leak profusely, medium flow was at 1.4 l/min. Still not able to establish any pressure. Hard to detect what the measured outflow was. Continued for another 45 minutes approximately. Reference serial #s of both dyonics 25 pumps.

Manufacturer narrative:
Device has not been returned for evaluation.